Event description:
It was reported that a patient underwent initial right total knee arthroplasty. Subsequently approximately 2 years post-implantation the patient was revised due to pain, swelling, and implant loosening. During the revision noted bone loss. The tibia, femur, and articular surface exchanged without complications. The patella remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502006202 - femur cemented cruciate retaining (cr) narrow right size 7 - (B)(6). 42522100712 - articular surface medial congruent (mc) right 12 mm height use with tibia sizes e-f/cr femur sizes 6-7 - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.